Event description:
Device 2 of 5. Reference MFR. Report: 3006705815-2018-01341. Reference MFR. Report: 3006705815-2018-01344. Reference MFR. Report: 1627487-2018-06233. Reference MFR. Report: 1627487-2018-06234. Follow-up identified the reported allegation pertains to the patient's drg system. Hence, device 4 and device 5 have been included in this submission. Surgical intervention was undertaken on (B)(6) 2018 during which the physician explanted and replaced two l5 leads. In addition, a new s1 lead was implanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 3006705815-2018-01341. Reference MFR. Report: 3006705815-2018-01344. It was reported the patient experienced ineffective stimulation after having had a fall. Surgical intervention is planned to address the issue. The patient has two leads implanted. As we do not know which lead was explanted in a previous record (reference MFR. Report: 3006705815-2017-00603), all suspected lots are being reported.

Event description:
Device 2 of 5. Reference MFR. Report: 3006705815-2018-01341. Reference MFR. Report: 3006705815-2018-01344 . Reference MFR. Report: 1627487-2018-06233. Reference MFR. Report: 1627487-2018-06234. Follow-up identified the patient is receiving effective stimulation.